Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth/infection at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a percutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.